Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-may-2016 who had essure (fallopian tube occlusion insert) inserted on or about 2011. As a result of essure; plaintiff suffered from severe pelvic pain, tingling of extremities, and extreme menstrual changes. On or about (B)(6) 2015, she had to have a hysterectomy. Quality-safety evaluation of product technical complaint (ptc): received on 27-may-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. She underwent a hysterectomy four years after essure insertion. The plaintiff considered the event as a result of essure use. This event is serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Therefore, given its nature and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. Other non-serious events were informed. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ persistent and severe I pain'), abdominal pain ('persistent and severe abdominal pain, acute'), genital haemorrhage ('bleed so bad / bleed to death'), device dislocation ('migration'), suicidal ideation ('suicidal'), rheumatoid arthritis ('rheumatoid arthritis(hcc)/ seropositive ra (interpreted as rheumatoid arthritis)'), hepatocellular carcinoma ('hcc (interpreted as hepatocellular carcinoma)'), epilepsy ('epilepsy'), systemic lupus erythematosus ('lupus') and autoimmune disorder ('autoimmune disease') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included super b complex [vitamin b complex]. The patient's medical history included gravida ii, parity 2 ((B)(6) 1999; (B)(6) 2002) and lobectomy (thyroid). Concurrent conditions included limb mass, heartburn, neck pain, drug allergy (sulfa antibiotics; adhesives; hylan g-f 20), vaginal pain, menometrorrhagia, abdominal pain lower, endometriosis, pain and burning sensation. Concomitant products included clonazepam since (B)(6) 2017, hydroxyzine hydrochloride (hydroxyzine hcl) since (B)(6) 2017, mirtazapine since (B)(6) 2017 and propranolol since (B)(6) 2017 for anxiety, hydroxychloroquine since (B)(6) 2016 and methotrexate sodium since (B)(6) 2016 for autoimmune disorder, fludrocortisone acetate since (B)(6) 2016 for blood pressure abnormal, macrogol since (B)(6) 2017 for constipation, sertraline since (B)(6) 2017 for depression, triamcinolone acetonide since (B)(6) 2017 for device related infection, modafinil since (B)(6) 2017 for fatigue, biotin since 2009 for hair loss, lansoprazole since (B)(6) 2017 and sucralfate since (B)(6) 2017 for heartburn, prednisolone since (B)(6) 2017 for inflammation, ferrous sulfate since (B)(6) 2016 for iron low, sumatriptan succinate since (B)(6) 2016 and topiramate since (B)(6) 2017 for migraine, risperidone since (B)(6) 2017 for mood disorder, cyclobenzaprine since (B)(6) 2017 for muscle disorder, ondansetron since (B)(6) 2017 for nausea, gabapentin since (B)(6) 2017 for nerve pain and general body pain, andrographis paniculata;echinacea purpurea root;olea europaea leaf (immune support) since (B)(6) 2016 for nutritional supplement, nystatin since (B)(6) 2016 for oral thrush, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2017 and paracetamol (acetaminophen) since 2009 for pain, tocilizumab since (B)(6) 2017 for rheumatoid arthritis, nystatin;triamcinolone since (B)(6) 2017 for vaginal itching, thiamine mononitrate since (B)(6) 2015 for vitamin b1 decreased, vitamin b complex (super b complex) since 2012 for vitamin b1 deficiency, cyanocobalamin since 2008 and vitamin b12 nos since (B)(6) 2017 for vitamin b12 deficiency, ergocalciferol since (B)(6) 2017 for vitamin d low, minerals nos;vitamins nos since (B)(6) 2016 for vitamin supplementation, fluconazole since (B)(6) 2017 and methylrosanilinium chloride (gentian violet) since (B)(6) 2016 for yeast infection as well as chlorhexidine since (B)(6) 2017, estradiol (estrogen), feed tube water since (B)(6) 2014, fentanyl, fludrocortisone acetate (florinef), folic acid since (B)(6) 2016, ondansetron (zofran), prednisone, ranitidine since (B)(6) 2017 and testosterone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient started super b complex [vitamin b complex] at an unspecified dose and frequency. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), orthostatic hypotension ("orthostatic hypotension"), iron deficiency anaemia ("iron deficiency anemia"), back pain ("lumbago/ back is much worse"), sacroiliitis ("sacroiliitis / inflammation of sacroiliac joint/ sacroiliitis (hcc)"), peripheral venous disease ("venous insufficiency"), premenstrual syndrome ("premenstrual tension syndrome"), headache ("headaches"), intervertebral disc degeneration ("lumbar and cervical degenerative disc disease"), myalgia ("myalgia"), depression ("depression (worsening)") with feeling abnormal, anxiety, crying, depressed mood, frustration tolerance decreased and mood altered, systemic lupus erythematosus (seriousness criterion medically significant) with butterfly rash, eating disorder ("eating disorder/ cant eat solid food") and anaemia ("anemic"). In 2011, the patient experienced allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"). In (B)(6) 2015, the patient experienced joint effusion ("knee effusion, left"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"), osteoarthritis ("left knee djd (interpreted as degenerative joint disease)") with arthralgia, intervertebral disc annular tear ("annular tear of lumbar disc / bad disc"), nausea ("nausea"), vomiting ("vomiting"), bursitis ("trochanteric bursitis of both hips"), fungal infection ("chronic yeast infections") and thyroid mass ("thyroid nodule"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), epilepsy (seriousness criterion medically significant) with seizure, paraesthesia ("tingling of extremities"), menstrual disorder ("extreme menstrual changes"), dental caries ("tooth decay"), malaise ("sick"), raynaud's phenomenon ("raynauds"), fatigue ("chronic fatigue/ tiredness"), tooth fracture ("I have no teeth / teeth are breaking and all decade"), menopause ("menopause"), abnormal loss of weight ("lost 20 pounds in 2 weeks"), pallor ("paleness"), gastrointestinal disorder ("leaky gut"), autoimmune disorder (seriousness criterion medically significant), anger ("angry"), ovarian cyst ("my ovaries had cyst"), muscle spasms ("muscle spasming"), migraine ("migraine"), life expectancy shortened ("my life is now shorten / my life deteriorates"), abdominal distension ("I feel bloating all the time"), balance disorder ("I lose my balance"), joint swelling ("my joints are swallow daily they are red and hurt so bad"), stomatitis ("I get mouth sore on tongue, roof of mouth and in the back of my throat"), nasal ulcer ("I get sores in my nose"), pyrexia ("fevers / ran a fever of 102.4"), cystitis ("cystitis"), urinary tract infection ("I also have the feeling of a uti / uti symptoms"), candida infection ("I get thrush every month"), gingival bleeding ("gums bleed"), breast discharge ("discharge from my right nipple"), scar ("scar tissue in my stomach"), crying ("I am bawling"), vaginal haemorrhage ("spotting"), hyperhidrosis ("hot sweats"), night sweats ("night sweats"), loss of libido ("no sex drive"), dyspareunia ("pain with intercourse"), huntington's disease ("huntington¿s disease"), unevaluable event ("I m frozen"), swelling ("my body is swollen"), feeding tube user ("feeding tube"), yellow skin ("palms are yellow"), synovial cyst ("baker cyst/cyst filled with fluid behind knee"), alopecia ("hair loss") and costochondritis ("costochondritis") and was found to have hepatocellular carcinoma (seriousness criterion medically significant) and hormone level abnormal ("within 6 months of having essure my hormones were depleting. Estrogen and testosterone"). The patient was treated with methotrexate, sertraline hydrochloride (zoloft) and surgery (she underwent hysterectomy., she underwent hysterectomy. Oophorectomy and she underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, device dislocation, suicidal ideation, rheumatoid arthritis, hepatocellular carcinoma, epilepsy, paraesthesia, menstrual disorder, orthostatic hypotension, iron deficiency anaemia, fibromyalgia, osteoarthritis, intervertebral disc annular tear, back pain, sacroiliitis, peripheral venous disease, premenstrual syndrome, headache, intervertebral disc degeneration, joint effusion, nausea, vomiting, bursitis, myalgia, dental caries, depression, fungal infection, thyroid mass, systemic lupus erythematosus, allergy to metals, eating disorder, malaise, hormone level abnormal, raynaud's phenomenon, tooth fracture, menopause, anaemia, abnormal loss of weight, pallor, gastrointestinal disorder, autoimmune disorder, anger, ovarian cyst, muscle spasms, migraine, life expectancy shortened, abdominal distension, balance disorder, joint swelling, stomatitis, nasal ulcer, pyrexia, cystitis, urinary tract infection, candida infection, gingival bleeding, breast discharge, scar, crying, vaginal haemorrhage, hyperhidrosis, night sweats, loss of libido, dyspareunia, huntington's disease, unevaluable event, swelling, feeding tube user, yellow skin, synovial cyst, alopecia and costochondritis outcome was unknown and the fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal loss of weight, allergy to metals, alopecia, anaemia, anger, autoimmune disorder, back pain, balance disorder, breast discharge, bursitis, candida infection, costochondritis, crying, cystitis, dental caries, depression, device dislocation, dyspareunia, eating disorder, epilepsy, fatigue, feeding tube user, fibromyalgia, fungal infection, gastrointestinal disorder, genital haemorrhage, gingival bleeding, headache, hepatocellular carcinoma, hormone level abnormal, huntington's disease, hyperhidrosis, intervertebral disc annular tear, intervertebral disc degeneration, iron deficiency anaemia, joint effusion, joint swelling, life expectancy shortened, loss of libido, malaise, menopause, menstrual disorder, migraine, muscle spasms, myalgia, nasal ulcer, nausea, night sweats, orthostatic hypotension, osteoarthritis, ovarian cyst, pallor, paraesthesia, pelvic pain, peripheral venous disease, premenstrual syndrome, pyrexia, raynaud's phenomenon, rheumatoid arthritis, sacroiliitis, scar, stomatitis, suicidal ideation, swelling, synovial cyst, systemic lupus erythematosus, thyroid mass, tooth fracture, unevaluable event, urinary tract infection, vaginal haemorrhage, vomiting and yellow skin to be related to essure. The reporter commented: approximate weight at the time of essure placement: 190 complication of insertion:right essure did not detach properly after deployment. Defective device reported filed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure confirmation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:severe dysmenorrhea,anxiety.menorrhagia,anemia,chronic back pain, migraine,headaches, chronic knee pain, nausea,tremors, seizures, and joint pain, dyspareunia, vaginal haemorrhage, fatigue, pelvic pain, allergy to metals, abdominal distension, eating disorder, candida infection. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: event migration was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ persistent and severe I pain'), abdominal pain ('persistent and severe abdominal pain, acute'), genital haemorrhage ('bleed so bad / bleed to death'), device dislocation ('migration'), suicidal ideation ('suicidal'), rheumatoid arthritis ('rheumatoid arthritis(hcc)/ seropositive ra (interpreted as rheumatoid arthritis)'), hepatocellular carcinoma ('hcc (interpreted as hepatocellular carcinoma)'), epilepsy ('epilepsy'), systemic lupus erythematosus ('lupus') and autoimmune disorder ('autoimmune disease') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included super b complex [vitamin b complex]. The patient's medical history included gravida ii, parity 2 ((B)(6) 1999; (B)(6) 2002) and lobectomy (thyroid). Concurrent conditions included limb mass, heartburn, neck pain, drug allergy (sulfa antibiotics; adhesives; hylan g-f 20), vaginal pain, menometrorrhagia, abdominal pain lower, endometriosis, pain and burning sensation. Concomitant products included clonazepam since (B)(6) 2017, hydroxyzine hydrochloride (hydroxyzine hcl) since (B)(6) 2017, mirtazapine since (B)(6) 2017 and propranolol since (B)(6) 2017 for anxiety, hydroxychloroquine since (B)(6) 2016 and methotrexate sodium since (B)(6) 2016 for autoimmune disorder, fludrocortisone acetate since (B)(6) 2016 for blood pressure abnormal, macrogol since (B)(6) 2017 for constipation, sertraline since (B)(6) 2017 for depression, triamcinolone acetonide since (B)(6) 2017 for device related infection, modafinil since (B)(6) 2017 for fatigue, biotin since 2009 for hair loss, lansoprazole since (B)(6) 2017 and sucralfate since (B)(6) 2017 for heartburn, prednisolone since (B)(6) 2017 for inflammation, ferrous sulfate since (B)(6) 2016 for iron low, sumatriptan succinate since (B)(6) 2016 and topiramate since (B)(6) 2017 for migraine, risperidone since (B)(6) 2017 for mood disorder, cyclobenzaprine since (B)(6) 2017 for muscle disorder, ondansetron since (B)(6) 2017 for nausea, gabapentin since (B)(6) 2017 for nerve pain and general body pain, andrographis paniculata;echinacea purpurea root;olea europaea leaf (immune support) since (B)(6) 2016 for nutritional supplement, nystatin since (B)(6) 2016 for oral thrush, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2017 and paracetamol (acetaminophen) since 2009 for pain, tocilizumab since (B)(6) 2017 for rheumatoid arthritis, nystatin;triamcinolone since (B)(6) 2017 for vaginal itching, thiamine mononitrate since (B)(6) 2015 for vitamin b1 decreased, vitamin b complex (super b complex) since 2012 for vitamin b1 deficiency, cyanocobalamin since 2008 and vitamin b12 nos since (B)(6) 2017 for vitamin b12 deficiency, ergocalciferol since (B)(6) 2017 for vitamin d low, minerals nos;vitamins nos since (B)(6) 2016 for vitamin supplementation, fluconazole since (B)(6) 2017 and methylrosanilinium chloride (gentian violet) since (B)(6) 2016 for yeast infection as well as chlorhexidine since (B)(6) 2017, estradiol (estrogen), feed tube water since (B)(6) 2014, fentanyl, fludrocortisone acetate (florinef), folic acid since (B)(6) 2016, ondansetron (zofran), prednisone, ranitidine since (B)(6) 2017 and testosterone. On an unknown date, the patient started super b complex [vitamin b complex] at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), orthostatic hypotension ("orthostatic hypotension"), iron deficiency anaemia ("iron deficiency anemia"), back pain ("lumbago/ back is much worse"), sacroiliitis ("sacroiliitis / inflammation of sacroiliac joint/ sacroiliitis (hcc)"), peripheral venous disease ("venous insufficiency"), premenstrual syndrome ("premenstrual tension syndrome"), headache ("headaches"), intervertebral disc degeneration ("lumbar and cervical degenerative disc disease"), myalgia ("myalgia"), depression ("depression (worsening)") with feeling abnormal, anxiety, crying, depressed mood, frustration tolerance decreased and mood altered, systemic lupus erythematosus (seriousness criterion medically significant) with butterfly rash, eating disorder ("eating disorder/ cant eat solid food") and anaemia ("anemic"). In 2011, the patient experienced allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"). In (B)(6) 2015, the patient experienced joint effusion ("knee effusion, left"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"), osteoarthritis ("left knee djd (interpreted as degenerative joint disease)") with arthralgia, intervertebral disc annular tear ("annular tear of lumbar disc / bad disc"), nausea ("nausea"), vomiting ("vomiting"), bursitis ("trochanteric bursitis of both hips"), fungal infection ("chronic yeast infections") and thyroid mass ("thyroid nodule"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), epilepsy (seriousness criterion medically significant) with seizure, paraesthesia ("tingling of extremities"), menstrual disorder ("extreme menstrual changes"), dental caries ("tooth decay"), malaise ("sick"), raynaud's phenomenon ("raynaudis"), fatigue ("chronic fatigue/ tiredness"), tooth fracture ("I have no teeth / teeth are breaking and all decade"), menopause ("menopause"), abnormal loss of weight ("lost 20 pounds in 2 weeks"), pallor ("paleness"), gastrointestinal disorder ("leaky gut"), autoimmune disorder (seriousness criterion medically significant), anger ("angry"), ovarian cyst ("my ovaries had cyst"), muscle spasms ("muscle spasming"), migraine ("migraine"), life expectancy shortened ("my life is now shorten / my life deteriorates"), abdominal distension ("I feel bloating all the time"), balance disorder ("I lose my balance"), joint swelling ("my joints are swallow daily they are red and hurt so bad"), stomatitis ("I get mouth sore on tongue, roof of mouth and in the back of my throat"), nasal ulcer ("I get sores in my nose"), pyrexia ("fevers / ran a fever of 102.4"), cystitis ("cystitis"), urinary tract infection ("I also have the feeling of a uti / uti symptoms"), candida infection ("I get thrush every month"), gingival bleeding ("gums bleed"), breast discharge ("discharge from my right nipple"), scar ("scar tissue in my stomach"), crying ("I am bawling"), vaginal haemorrhage ("spotting"), hyperhidrosis ("hot sweats"), night sweats ("night sweats"), loss of libido ("no sex drive"), dyspareunia ("pain with intercourse"), huntington's disease ("huntington¿s disease"), unevaluable event ("I m frozen"), swelling ("my body is swollen"), feeding tube user ("feeding tube"), yellow skin ("palms are yellow"), synovial cyst ("baker cyst/cyst filled with fluid behind knee"), alopecia ("hair loss") and costochondritis ("costochondritis") and was found to have hepatocellular carcinoma (seriousness criterion medically significant) and hormone level abnormal ("within 6 months of having essure my hormones were depleting. Estrogen and testosterone"). The patient was treated with methotrexate, sertraline hydrochloride (zoloft) and surgery (she underwent hysterectomy., she underwent hysterectomy. Oophorectomy and she underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, device dislocation, suicidal ideation, rheumatoid arthritis, hepatocellular carcinoma, epilepsy, paraesthesia, menstrual disorder, orthostatic hypotension, iron deficiency anaemia, fibromyalgia, osteoarthritis, intervertebral disc annular tear, back pain, sacroiliitis, peripheral venous disease, premenstrual syndrome, headache, intervertebral disc degeneration, joint effusion, nausea, vomiting, bursitis, myalgia, dental caries, depression, fungal infection, thyroid mass, systemic lupus erythematosus, allergy to metals, eating disorder, malaise, hormone level abnormal, raynaud's phenomenon, tooth fracture, menopause, anaemia, abnormal loss of weight, pallor, gastrointestinal disorder, autoimmune disorder, anger, ovarian cyst, muscle spasms, migraine, life expectancy shortened, abdominal distension, balance disorder, joint swelling, stomatitis, nasal ulcer, pyrexia, cystitis, urinary tract infection, candida infection, gingival bleeding, breast discharge, scar, crying, vaginal haemorrhage, hyperhidrosis, night sweats, loss of libido, dyspareunia, huntington's disease, unevaluable event, swelling, feeding tube user, yellow skin, synovial cyst, alopecia and costochondritis outcome was unknown and the fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal loss of weight, allergy to metals, alopecia, anaemia, anger, autoimmune disorder, back pain, balance disorder, breast discharge, bursitis, candida infection, costochondritis, crying, cystitis, dental caries, depression, device dislocation, dyspareunia, eating disorder, epilepsy, fatigue, feeding tube user, fibromyalgia, fungal infection, gastrointestinal disorder, genital haemorrhage, gingival bleeding, headache, hepatocellular carcinoma, hormone level abnormal, huntington's disease, hyperhidrosis, intervertebral disc annular tear, intervertebral disc degeneration, iron deficiency anaemia, joint effusion, joint swelling, life expectancy shortened, loss of libido, malaise, menopause, menstrual disorder, migraine, muscle spasms, myalgia, nasal ulcer, nausea, night sweats, orthostatic hypotension, osteoarthritis, ovarian cyst, pallor, paraesthesia, pelvic pain, peripheral venous disease, premenstrual syndrome, pyrexia, raynaud's phenomenon, rheumatoid arthritis, sacroiliitis, scar, stomatitis, suicidal ideation, swelling, synovial cyst, systemic lupus erythematosus, thyroid mass, tooth fracture, unevaluable event, urinary tract infection, vaginal haemorrhage, vomiting and yellow skin to be related to essure. The reporter commented: approximate weight at the time of essure placement: 190 complication of insetrtion:right essure did not detach properly after deployment. Defective device reported filed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure confirmation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:severe dysmenorrhea,anxiety.menorrhagia,anemia,chronic back pain, migraine,headaches, chronic knee pain, nausea,tremors, seizures, and joint pain, dyspareunia, vaginal haemorrhage, fatigue, pelvic pain, allergy to metals, abdominal distension, eating disorder, candida infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ persistent and severe I pain"), abdominal pain ("persistent and severe abdominal pain, acute"), systemic lupus erythematosus (lupus-like syndrome), hepatocellular carcinoma (hcc (interpreted as hepatocellular carcinoma)), autoimmune disease (autoimmune disease), genital bleeding (genital bleeding) and rheumatoid arthritis ("rheumatoid arthritis/ seropositive ra (interpreted as rheumatoid arthritis)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1999; (B)(6) 2002). Concomitant products included clonazepam on (B)(6) 2017, hydroxyzine on (B)(6) 2017, mirtazapine on (B)(6) 2017 and propranolol on (B)(6) 2017 for anxiety, hydroxychloroquine on (B)(6) 2016 and methotrexate sodium on (B)(6) 2016 for autoimmune disorder nos, fludrocortisone acetate on (B)(6) 2016 for blood pressure, macrogol (polyethylene glycol) on (B)(6) 2017 for constipation, sertraline on (B)(6) 2017 for depression, triamcinolone acetonide on (B)(6) 2017 for device related infection, modafinil on (B)(6) 2017 for fatigue, biotin in 2009 for hair loss, lansoprazole on (B)(6) 2017 and sucralfate on (B)(6) 2017 for heartburn, prednisolone on (B)(6) 2017 for inflammation, ferrous sulfate on (B)(6) 2016 for iron low, sumatriptan succinate on (B)(6) 2016 and topiramate on (B)(6) 2017 for migraine, risperidone on (B)(6) 2017 for mood disorder nos, cyclobenzaprine on (B)(6) 2017 for muscle disorder nos, ondansetron on (B)(6) 2017 for nausea, gabapentin on (B)(6) 2017 for nerve pain and general body pain, nystatin on (B)(6) 2016 for oral thrush, paracetamol (acetaminophen) in 2009 and vicodin (hydrocodone w/acetaminophen) on (B)(6) 2017 for pain, tocilizumab on (B)(6) 2017 for rheumatoid arthritis, nystatin w/triamcinolone [nystatin and triamcinolone] on (B)(6) 2017 for vaginal itching, thiamine mononitrate on (B)(6) 2015 for vitamin b1 decreased, vitamin-b-komplex standard (super b complex) in 2012 for vitamin b1 deficiency, cyanocobalamin in 2008 and vitamin b12 nos on (B)(6) 2017 for vitamin b12 deficiency, ergocalciferol on (B)(6) 2017 for vitamin d low, prenatal on (B)(6) 2016 for vitamin supplementation, fluconazole on (B)(6) 2017 and methylrosanilinium chloride (gentian violet) on (B)(6) 2016 for yeast infection as well as chlorhexidine on (B)(6) 2017, folic acid on (B)(6) 2016 and ranitidine on (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), sacroiliitis (sacroiliitis), systemic lupus erythematosus (seriousness criterion medically significant), hepatocellular carcinoma (seriousness criterion medically significant), autoimmune disease (seriousness criterion medically significant), genital bleeding (seriousness criterion medically significant and intervention required), orthostatic hypotension ("orthostatic hypotension"), iron deficiency anaemia ("iron deficiency anemia"), fibromyalgia ("fibromyalgia"), osteoarthritis ("left knee djd (interpreted as degenerative joint disease)") with arthralgia, intervertebral disc annular tear ("annular tear of lumbar disc / bad disc"), back pain ("lumbago/ back is much worse"), peripheral venous disease ("venous insufficiency"), premenstrual syndrome ("premenstrual tension syndrome"), headache ("headaches"), intervertebral disc degeneration ("lumbar and cervical degenerative disc disease"), joint effusion ("knee effusion, left"), nausea ("nausea"), vomiting ("vomiting"), bursitis ("trochanteric bursitis of both hips"), myalgia ("myalgia"), feeling abnormal ("brain fog"), depression ("depression (worsening)"), fungal infection ("chronic yeast infections"), thyroid mass ("thyroid nodule") . On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paraesthesia ("tingling of extremities"), menstrual disorder ("extreme menstrual changes"), dental caries ("tooth decay"), allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"), eating disorder (eating disorder/ cant eat solid food), feeling sick (sick), suicidal intention (suicidal), hormonal imbalance (within 6 months of having essure my hormones were depleting. Estrogen and testosterone), raynaud's disease (raynaudis), chronic fatigue (chronic fatigue/ tiredness), tooth fracture (I have no teeth / teeth are breaking and all decade), menopause (menopause), anemic (anemic), intestinal disorder (leaky gut), weight loss (lost 20 pounds in 2 weeks), pallor (paleness), angry (angry), ovarian cyst nos (my ovaries had cyst), muscle spasm (muscle spasming), migraine (migraine), life expectancy shortened (my life is now shorten / my life deteriorates), abdominal distension (I feel bloating all the time), gait disturbance (I lose my balance), joint swelling (my joints are swallow daily they are red and hurt so bad), sores mouth (I get mouth sore on tongue, roof of mouth and in the back of my throat), sore nose (I get sores in my nose), pyrexia (fevers / ran a fever of 102.4), cystitis nos (cystitis), urinary tract infection (I also have the feeling of a uti / uti symptoms), thrush (I get thrush every month), gum bleeding (gums bleed), nipple discharge (discharge from my right nipple), scar (scar tissue in my stomach), unevaluable event (I am bawling), vaginal haemorrhage (spotting), hyperhidrosis (hot sweats), night sweats (night sweats), lack of libido (no sex drive), dyspareunia (pain with intercourse), huntington's disease (huntingtons disease), unevaluable event (I m frozen), swelling (my body is swollen), feeding tube user (feeding tubes), seizures (seizures) , skin discoloration (palms are yellow), epilepsy (epilepsy) and synovial cyst (baker cyst/cyst filled with fluid behind knee). The patient was treated with methotrexate, sertraline (zoloft), methotrexate, surgeries (she underwent hysterectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, rheumatoid arthritis, paraesthesia, hepatocellular carcinoma, menstrual disorder, orthostatic hypotension, iron deficiency anaemia, fibromyalgia, osteoarthritis, intervertebral disc annular tear, back pain, sacroiliitis, peripheral venous disease, premenstrual syndrome, headache, intervertebral disc degeneration, joint effusion, nausea, vomiting, bursitis, myalgia, dental caries, feeling abnormal, depression, anxiety, fungal infection, thyroid mass, lupus-like syndrome , allergy to metals, eating disorder, feeling sick, suicidal intention, hormonal imbalance , raynaud's disease, chronic fatigue , tooth fracture, menopause, genital bleeding, anemic, weight loss, pallor, unevaluable event, crying, feeling sad, autoimmune disease, angry, burn of internal organs, ovarian cyst nos, migraine, life expectancy shortened, abdominal distension, gait disturbance, joint swelling, sores mouth, sore nose, butterfly rash, pyrexia, cystitis nos, urinary tract infection, thrush, gum bleeding, nipple discharge, scar, frustration, unevaluable event, vaginal haemorrhage, mood altered, hyperhidrosis, night sweats, lack of libido, dyspareunia, huntington's disease, unevaluable event, swelling, feeding tube user, seizures, skin, epilepsy and synovial cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bursitis, dental caries, depression, feeling abnormal, fibromyalgia, fungal infection, headache, intervertebral disc annular tear, intervertebral disc degeneration, iron deficiency anaemia, joint effusion, lupus-like syndrome, menstrual disorder, myalgia, nausea, orthostatic hypotension, osteoarthritis, paraesthesia, pelvic pain, peripheral venous disease, premenstrual syndrome, rheumatoid arthritis, sacroiliitis, thyroid mass, vomiting, eating disorder, feeling sick, suicidal intention, hormonal imbalance , raynaud's disease, chronic fatigue , tooth fracture, menopause, genital bleeding, anemic, weight loss, pallor, unevaluable event, crying, feeling sad, autoimmune disease, angry, burn of internal organs, ovarian cyst nos, migraine, life expectancy shortened, abdominal distension, gait disturbance, joint swelling, sores mouth, sore nose, butterfly rash, pyrexia, cystitis nos, urinary tract infection, thrush, gum bleeding, nipple discharge, scar, frustration, unevaluable event, vaginal haemorrhage, mood altered, hyperhidrosis, night sweats, lack of libido, dyspareunia, huntington's disease, unevaluable event, swelling, feeding tube user, seizures, skin, epilepsy and synovial cyst to be related to essure. The reporter commented: approximate weight at the time of essure placement: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation. Most recent follow-up information incorporated above includes: on 22-nov-2017: new reporters added. Patients demographics added. Historical conditions added. Concomitant medications added. New events added: orthostatic hypotension, iron deficiency anemia, fibromyalgia, left knee djd (interpreted as degenerative joint disease), annular tear of lumbar disc / bad disc, lumbago/ back is much worse, hepatocellular carcinoma, sacroiliitis (hcc), venous insufficiency, premenstrual tension syndrome, headaches, lumbar and cervical degenerative disc disease, knee effusion, left, nausea alone, inflammation of sacroiliac joint (hcc), persistent and severe abdominal pain, acute, vomiting, trochanteric bursitis of both hips, myalgia, multiple other joint pain / joint pain (severe, persistent, sharp, stabbing, constant, throbbing and burning) / my hips, back, neck, knees, ankles everything hurt so bad daily, rheumatoid arthritis(hcc) / seropositive ra (interpreted as rheumatoid arthritis), tooth decay, brain fog, depression (worsening), anxiety (worsening), chronic yeast infections, thyroid nodule, lupus (hcc) interpreted as hepatocellular carcinoma), allergic to nickel/ hypersensitivity reaction to nickel, eating disorder/ cant eat solid food, sick, suicidal, within 6 months of having essure my hormones were depleting. Estrogen and testosterone, raynaudis, chronic fatigue/ tiredness, I have no teeth / teeth are breaking and all decade, menopause, bleed so bad / bleed to death, anemic, leaky gut, lost 20 pounds in 2 weeks, paleness, crying, saddened because of my quality of life, autoimmune disease, angry, heated my uterus to burn, my ovaries had cyst, muscle spasming, migraine, my life is now shorten/ my life deteriorates, I feel bloating all the time, I lose my balance, my joints are swallow daily they are red and hurt so bad, I get mouth sore on tongue, roof of mouth and in the back of my throat, I get sores in my nose, I have a red rash on my face / I have butterfly rash, fevers / ran a fever of 102.4, cystitis, I also have the feeling of a uti / uti symptoms, I get thrush every month, gums bleed, discharge from my right nipple, scar tissue in my stomach, frustrating, I am bawling, spotting, moody, hot sweat, night sweats, no sex drive, pain with intercourse, huntingtons disease, I m frozen, my body is swollen, feeding tubes, seizures, palms are yellow, epilepsy and baker cyst/cyst filled with fluid behind knee. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ persistent and severe I pain"), abdominal pain ("persistent and severe abdominal pain, acute"), genital haemorrhage ("bleed so bad / bleed to death"), suicidal ideation ("suicidal"), rheumatoid arthritis ("rheumatoid arthritis(hcc)/ seropositive ra (interpreted as rheumatoid arthritis)"), hepatocellular carcinoma ("hcc (interpreted as hepatocellular carcinoma)"), epilepsy ("epilepsy"), systemic lupus erythematosus ("lupus") and autoimmune disorder ("autoimmune disease") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1999; (B)(6) 2002) and lobectomy (thyroid). Concurrent conditions included limb mass, heartburn and neck pain. Concomitant products included clonazepam since (B)(6) 2017, hydroxyzine hydrochloride (hydroxyzine hcl) since (B)(6) 2017, mirtazapine since (B)(6) 2017 and propranolol since (B)(6) 2017 for anxiety, hydroxychloroquine since (B)(6) 2016 and methotrexate sodium since (B)(6) 2016 for autoimmune disorder, fludrocortisone acetate since (B)(6) 2016 for blood pressure abnormal, macrogol (polyethylene glycol) since (B)(6) 2017 for constipation, sertraline since (B)(6) 2017 for depression, triamcinolone acetonide since (B)(6) 2017 for device related infection, modafinil since (B)(6) 2017 for fatigue, biotin since 2009 for hair loss, lansoprazole since (B)(6) 2017 and sucralfate since (B)(6) 2017 for heartburn, prednisolone since (B)(6) 2017 for inflammation, ferrous sulfate since (B)(6) 2016 for iron low, sumatriptan succinate since (B)(6) 2016 and topiramate since (B)(6) 2017 for migraine, risperidone since (B)(6) 2017 for mood disorder, cyclobenzaprine since (B)(6) 2017 for muscle disorder, ondansetron since (B)(6) -2017 for nausea, gabapentin since (B)(6) 2017 for nerve pain and general body pain, herbals nos w/minerals nos/vitamins nos since (B)(6) 2016 for nutritional supplement, nystatin since(B)(6) 2016 for oral thrush, paracetamol (acetaminophen) since 2009 and vicodin (hydrocodone w/acetaminophen) since (B)(6) 2017 for pain, tocilizumab since (B)(6) 2017 for rheumatoid arthritis, nystatin w/triamcinolone [nystatin,triamcinolone] since (B)(6) 2017 for vaginal itching, thiamine mononitrate since (B)(6) 2015 for vitamin b1 decreased, vitamin-b-komplex standard (super b complex) since 2012 for vitamin b1 deficiency, cyanocobalamin since 2008 and vitamin b12 nos since (B)(6) 2017 for vitamin b12 deficiency, ergocalciferol since (B)(6) 2017 for vitamin d low, prenatal since (B)(6) 2016 for vitamin supplementation, fluconazole since (B)(6) 2017 and methylrosanilinium chloride (gentian violet) since (B)(6) 2016 for yeast infection as well as chlorhexidine since (B)(6) 2017, estrogen nos (estrogen), feed tube water since (B)(6) 2014, fludrocortisone acetate (florinef), folic acid since(B)(6) 2016, ondansetron (zofran), prednisone, ranitidine since (B)(6) 2017 and testosterone. On an unknown date, the patient started super b complex at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), orthostatic hypotension ("orthostatic hypotension"), iron deficiency anaemia ("iron deficiency anemia"), back pain ("lumbago/ back is much worse"), sacroiliitis ("sacroiliitis / inflammation of sacroiliac joint/ sacroiliitis (hcc)"), peripheral venous disease ("venous insufficiency"), premenstrual syndrome ("premenstrual tension syndrome"), headache ("headaches"), intervertebral disc degeneration ("lumbar and cervical degenerative disc disease"), myalgia ("myalgia"), depression ("depression (worsening)") with feeling abnormal, anxiety, crying, depressed mood, frustration tolerance decreased and mood altered, systemic lupus erythematosus (seriousness criterion medically significant) with butterfly rash, eating disorder ("eating disorder/ cant eat solid food") and anaemia ("anemic"). In 2011, the patient experienced allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"). In (B)(6) 2015, the patient experienced joint effusion ("knee effusion, left"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"), osteoarthritis ("left knee djd (interpreted as degenerative joint disease)") with arthralgia, intervertebral disc annular tear ("annular tear of lumbar disc / bad disc"), nausea ("nausea"), vomiting ("vomiting"), bursitis ("trochanteric bursitis of both hips"), fungal infection ("chronic yeast infections") and thyroid mass ("thyroid nodule"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), hepatocellular carcinoma (seriousness criterion medically significant), epilepsy (seriousness criterion medically significant) with seizure, paraesthesia ("tingling of extremities"), menstrual disorder ("extreme menstrual changes"), dental caries ("tooth decay"), malaise ("sick"), hormone level abnormal ("within 6 months of having essure my hormones were depleting. Estrogen and testosterone"), raynaud's phenomenon ("raynaudis"), fatigue ("chronic fatigue/ tiredness"), tooth fracture ("I have no teeth / teeth are breaking and all decade"), menopause ("menopause"), abnormal loss of weight ("lost 20 pounds in 2 weeks"), pallor ("paleness"), gastrointestinal disorder ("leaky gut"), autoimmune disorder (seriousness criterion medically significant), anger ("angry"), ovarian cyst ("my ovaries had cyst"), muscle spasms ("muscle spasming"), migraine ("migraine"), life expectancy shortened ("my life is now shorten / my life deteriorates"), abdominal distension ("I feel bloating all the time"), balance disorder ("I lose my balance"), joint swelling ("my joints are swallow daily they are red and hurt so bad"), stomatitis ("I get mouth sore on tongue, roof of mouth and in the back of my throat"), nasal ulcer ("I get sores in my nose"), pyrexia ("fevers / ran a fever of 102.4"), cystitis ("cystitis"), urinary tract infection ("I also have the feeling of a uti / uti symptoms"), candida infection ("I get thrush every month"), gingival bleeding ("gums bleed"), breast discharge ("discharge from my right nipple"), scar ("scar tissue in my stomach"), crying ("I am bawling"), vaginal haemorrhage ("spotting"), hyperhidrosis ("hot sweats"), night sweats ("night sweats"), loss of libido ("no sex drive"), dyspareunia ("pain with intercourse"), huntington's disease ("huntington¿s disease"), unevaluable event ("I m frozen"), swelling ("my body is swollen"), feeding tube user ("feeding tube"), yellow skin ("palms are yellow"), synovial cyst ("baker cyst/cyst filled with fluid behind knee"), alopecia ("hair loss") and costochondritis ("costochondritis"). The patient was treated with methotrexate, sertraline (zoloft), methotrexate, surgery (she underwent hysterectomy.), surgery (she underwent hysterectomy.) And surgery (she underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, suicidal ideation, rheumatoid arthritis, hepatocellular carcinoma, epilepsy, paraesthesia, menstrual disorder, orthostatic hypotension, iron deficiency anaemia, fibromyalgia, osteoarthritis, intervertebral disc annular tear, back pain, sacroiliitis, peripheral venous disease, premenstrual syndrome, headache, intervertebral disc degeneration, joint effusion, nausea, vomiting, bursitis, myalgia, dental caries, depression, fungal infection, thyroid mass, systemic lupus erythematosus, allergy to metals, eating disorder, malaise, hormone level abnormal, raynaud's phenomenon, tooth fracture, menopause, anaemia, abnormal loss of weight, pallor, gastrointestinal disorder, autoimmune disorder, anger, ovarian cyst, muscle spasms, migraine, life expectancy shortened, abdominal distension, balance disorder, joint swelling, stomatitis, nasal ulcer, pyrexia, cystitis, urinary tract infection, candida infection, gingival bleeding, breast discharge, scar, crying, vaginal haemorrhage, hyperhidrosis, night sweats, loss of libido, dyspareunia, huntington's disease, unevaluable event, swelling, feeding tube user, yellow skin, synovial cyst, alopecia and costochondritis outcome was unknown and the fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal loss of weight, allergy to metals, alopecia, anaemia, anger, autoimmune disorder, back pain, balance disorder, breast discharge, bursitis, candida infection, costochondritis, crying, cystitis, dental caries, depression, dyspareunia, eating disorder, epilepsy, fatigue, feeding tube user, fibromyalgia, fungal infection, gastrointestinal disorder, genital haemorrhage, gingival bleeding, headache, hepatocellular carcinoma, hormone level abnormal, huntington's disease, hyperhidrosis, intervertebral disc annular tear, intervertebral disc degeneration, iron deficiency anaemia, joint effusion, joint swelling, life expectancy shortened, loss of libido, malaise, menopause, menstrual disorder, migraine, muscle spasms, myalgia, nasal ulcer, nausea, night sweats, orthostatic hypotension, osteoarthritis, ovarian cyst, pallor, paraesthesia, pelvic pain, peripheral venous disease, premenstrual syndrome, pyrexia, raynaud's phenomenon, rheumatoid arthritis, sacroiliitis, scar, stomatitis, suicidal ideation, swelling, synovial cyst, systemic lupus erythematosus, thyroid mass, tooth fracture, unevaluable event, urinary tract infection, vaginal haemorrhage, vomiting and yellow skin to be related to essure. The reporter commented: approximate weight at the time of essure placement: 190 complication of insertion:right essure did not detach properly after deployment. Defective device reported filed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-apr-2011: essure confirmation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:severe dysmenorrhea,anxiety. Menorrhagia,anemia,chronic back pain, migraine,headaches, chronic knee pain, nausea,tremors, seizures, and joint pain quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-mar-2018: pfs received. Events: losing hair, costochodritis were added. Concomitant drugs, historical condition, concomitant disease were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.